Manufacturer narrative:
Eval: method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device report 1 of 2: ref MFR report#: 1627487-2012-09458. It was reported, the pt had seen her physician for wound washout due to ipg pocket site having an area of erythema around the perimeter of the incision. Minimal drainage was observed. The physician put the pt on oral antibiotics and saw her again a few days later. The infection had not resolved and the physician decided to explant the entire scs system. Cultures were negative for staph and a superficial infection was determined. The pt was hospitalized for three days post explant and was treated with intravenous antibiotic. Further f/u indicated, the pt is healing well.